Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
In (B)(6) 2021 the skin flap over the device (beneath the transition) was confirmed to no longer be intact and the device had extruded.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem. This finding was expected, because according to the received information the device was explanted due to extrusion through the skin. The reported event was most likely caused by insufficient blood supply and more sensitive skin due to repeated surgical interventions on the same area of the scalp. In such a case, the risk of scalp breakdown and extrusion of the device is high. Based on latest information received, it seems likely that the reported skin flap opening increased the risk of wound super-infection, which is therefore device unrelated. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the device having caused or contributed to the observed extrusion. This is a final report.

Event description:
In january 2021 the skin flap over the device (beneath the transition) was confirmed to no longer be intact and the device had extruded.